Manufacturer narrative:
The stylet is used for pre-shaping the endotracheal tube (et) prior to pt intubation. Subsequent to intubation the stylet is removed manually without little resistance. In this case the stylet was sheared into two pieces when removal was complete and the separated piece was retained inside the et. Truer medical has completed testing simulating stylet removal from a similar et tube and the results are: pull sheath to rupture without wire inside; range is 4.75 lbs to 8 lbs. Pull sheath and wire inside to rupture: range is 6 lbs to 8.25 lbs. Assemble et tube with stylet inside as prescribed and bend et tube into a severe angulation of 90 degrees (most restrictive resistance); force to remove the stylet from the et tube range from 2.5 lbs to 5.25 lbs and in all cases the stylet did not fail or shear. Conclusions: the resistance measured to remove the stylet from a severly angulated et tube is less than the rupture range of 6 to 8.25 lbs and the stylet is not sheared. The incident reported cannot be repeated in a laboratory environment. In cses of intubation of premature or neonates weighing less than 3 lbs is considered very low birth weight and a very high risk for intubation. See page 3 for cautions and case studies found for similar incidents. Truer medical recommendations is to change the stylet dfu to caution use in newborns weighing 3.3 lbs or less (see FDA guidelines). FDA premarket assessment of pediatric medical devices; low birth weight less than 2.5 kg; 5.5 lbs and very low birth weight less then 1.5 kg; 3.3 lbs. In addition, truer medical is considering adding to the dfu a caution statement: if the stylet is removed and sheath has been sheared, a broken piece may be lodged in pt; a specialist in pediatric airway management must be consulted to determine best practices for retrieval.

Event description:
Manufacturer response for intubation stylet, (brand not provided) (per site reporter). Manufacturer notified following different event. What was the original intended procedure? Endotracheal intubation. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working). Case studies and MDR reports for other companies caution intubation in premature babies an d certainly with weights below 3 lgs. Typically in premature newborns, the intubation procedure requires a severe angulation of et/stylet and the risk of removing the stylet without shearing the sheath is very high. In most cases extubating the pt and reintubating with a new set of et tube and stylet is practical, if the sheared piece is retained in the et tube. If the stylet is removed and evidence of shearing off the sheath is apparent, the sheared piece may be lodged in the et tube or in the pt airway. It is recommended that a pediatric airway management specialist be consulted to determine retrieval and reintubation steps. Breaking or shearing of the tip of the stylet and subsequent unnoticed airway obstruction is a very rare event being reported. The majority of airway obstruction cases reported in neonatal intensive care unit are iatrogenic (cause is due to the health professional using the stylet). In addition, care must be used in removing the stylet in intubated premature newborns and observing the removed stylet is indeed intact. Frictional forces are variable between the sheath and wire and are exacerbated at maximum angulation points of the stylet inside the et. Kinks and bends in the metal core caused by excessive handling of the stylet creates additional frictional forces and attempts to remove the stylet from the et tube during the normal procedure can be excessive and easily exceed the test loads noted above (6 to 8 lbs to rupture the sheath and wire combination). The issue is a higher risk to premature newborns or cesarean deliveries weighing less than 2 lbs.